Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing low blood glucose levels. The reported blood glucose reading at the time of the call was 44 mg/dl. The customer was losing consciousness at the time of the call, and the spouse called the paramedics. The customer was treated by the paramedics and taken to the hospital. The spouse declined troubleshooting on the insulin pump. Nothing further was reported.